Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for husband via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. Customer¿s current blood glucose is 85 mg/dl. The customer was treated with the insulin pump. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The customer was unsure if the patient was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08705 inches. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with minor scratches on case, minor scratches on keypad overlay, missing display window cover, cracked retainer and minor scratches on lcd window.